Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead underwent a wire insertion test which front and back loaded the lead with a guidewire with no issues noted. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies besides blood/body fluid in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that it was not possible to remove the guidewire from the left ventricular lead, this led to the removal of the lead and use of another lead. No adverse patient effects were reported.